Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the system error was the processor board (pca) failure, likely due to failed component(s). During visual inspection, no physical damage was observed on the platform. Archive data showed system error - 132 (internal watchdog timeout), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. Zoll service personnel used the ap vision to clear the system error but upon test run, the system error occurred again. Investigation revealed that the cause of the system error was the processor board failure, which needs to be replaced to remedy the fault. Zoll is awaiting the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During shift check, customer reported that the autopulse platform (serial (B)(6)) displayed "system error, out of service, revert to manual CPR " upon powering on. No patient involvement.